Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall on the right hip a few weeks ago. No further details, pt symptoms or outcome were provided. Additional info was requested but not available at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).